Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal b aclofen (unknown) 1000 at a dose of 50 (units unknown) via an implantable pump for unknown indication for use. It was reported that the patient had come in for their refill on (B)(6) 2023. He left and later that day he had a headache and was very weak/unable to transfer. The hcp decided to have the patient come in the next day and they were able to pull out the exact volume they expected - ruling out a possible pocket fill. The next day, thursday, the patient was itchy and having clear baclofen withdrawal symptoms. They brought him back friday, (B)(6) 2023, to do a dye study and were unable to aspirate from the catheter access port (cap). They then scheduled for the patient to have the catheter revision. Today once they opened up the pump pocket they attempted to aspirate and were unable to aspirate from the cap. When they disconnected the pump from the catheter and did not see free flowing cerebrospinal fluid (csf). They opened up the spinal incision and cut below the anchor and got free flowing csf, however it wasn¿t as spontaneously dripping as much as they would have liked. This prompted the hcp's to replace the entire catheter. They then placed a new 8781 catheter at t1 <(>&<)> got free flowing csf with good flow. The dose was brought from 159.7 mcg/day to 50 mcg/day and was staying at the hospital to be monitored. The surgery fixed the issue and would be sending the cut catheter back for analysis. It was reported that the patient has a medical history of patient has history of multiple sclerosis and weight of 177 lbs at the time of this report. The patient's status is "alive-no injury".

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2023; product type catheter product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2023; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 31-may-2021, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 08-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: 8784 catheter - analysis identified a kink in the catheter body. Visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Analysis determined the collet was not fully locked into place. 8780 catheter - analysis identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.